Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker reached the elective replacement indicator after over ten years implanted. The field representative requested technical services (ts) review device data. Ts advised right ventricular capture was successful at 0.6v. The atrial threshold was not obtained at 5v. Ts advised there is far-field oversensing exhibited. The pacemaker was reprogrammed to fixed sensitivity. Subsequently, this pacemaker was explanted due to normal battery depletion. Another pacemaker was implanted to complete this procedure. Additional information has been requested but was not provided at this time. This pacemaker has not been returned at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker reached the elective replacement indicator after over ten years implanted. The field representative requested technical services (ts) review device data. Ts advised right ventricular capture was successful at 0.6v. The atrial threshold was not obtained at 5v. Ts advised there is far-field oversensing and low amplitudes exhibited. The pacemaker was reprogrammed to fixed sensitivity. Subsequently, this pacemaker was explanted due to normal battery depletion. Another pacemaker was implanted to complete this procedure. Additional information from the field representative provided loss of capture (loc) was confirmed on the right ventricular channel. This pacemaker has not been returned at this time. No additional adverse patient effects were reported.